Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Analyst commented, most recent battery measurement was 2.6582 volts on (B)(6) 2015. Recommended replacement time (rrt) had not been triggered. No patient alerts. The device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. (B)(4).

Event description:
The implantable cardioverter defibrillator (ICD) was explanted and replaced due to unexpected longevity of forty-four months, and triggered elective replacement indicator (eri). No patient complications have been reported as a result of this event. The patient has history of permanent atrial fibrillation (af).